Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us came with a mix of product types in the pack. This was discovered during use. The following information was provided by the initial reporter: material no: 320550 batch no: 9029775. It was reported that the customer thinks he got the wrong needle this time, during injection needle slipped and cut his stomach, it left scratch mark and bled. Verbatim: issue: consumer reported he thinks he got the wrong needle this time, during injection needle slipped and cut his stomach, it left scratch mark and bled. He stated he cleaned cut in an alcohol pad and put band aid on it. He stated the he gets 30 in a bag each time, he does not have a box to confirm item#. He stated it has green tear off label. 4mm, 32g. Consumer stated sample discarded. He stated he uses the 4mm nano needle which has green tear label. Advised consumer to save the sample if re occurs. Advised consumer if he is able to get the item# from a pharmacy we can update it here. Also explained consumer to make sure he gets the same needle he has purchased in the past. Offered to send voucher.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us came with a mix of product types in the pack. This was discovered during use. The following information was provided by the initial reporter: material no: 320550 batch no: 9029775. It was reported that the customer thinks he got the wrong needle this time, during injection needle slipped and cut his stomach, it left scratch mark and bled. Verbatim: issue: consumer reported he thinks he got the wrong needle this time, during injection needle slipped and cut his stomach, it left scratch mark and bled. He stated he cleaned cut in an alcohol pad and put band aid on it. He stated the he gets 30 in a bag each time, he does not have a box to confirm item#. He stated it has green tear off label. 4mm, 32g. Consumer stated sample discarded. He stated he uses the 4mm nano needle which has green tear label. Advised consumer to save the sample if re occurs. Advised consumer if he is able to get the item# from a pharmacy we can update it here. Also explained consumer to make sure he gets the same needle he has purchased in the past. Offered to send voucher.